Event description:
According to the op report this valve was explanted due to endocarditis and possible pv leak. Intraoperatively, the pt was found to have an enlarged heart. Left atrium was "markedly" enlarged and there was a large pv leak posteriorly. The leaks appeared chronic; however, there were vegetations lying in the rim of the leak suggesting there may have been an infection. The remainder of the valve was healed. The valve was explanted and was replaced with a 33mecj-502. The pt was transferred to the ICU in stable condition.